Event description:
The distributor reported on behalf of their customer that the device, ts8850, concept grafix tendon stripper, 7.0 mm, was being used during an acl procedure on (B)(6) 2024 when it was reported, ¿the tip of this ts8850 was broken during graft cutting.¿. Further reporting states, ¿more incision to take out the broken tip.¿ the procedure was completed with another tendon stripper. More incision was required to remove the tip. There was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of ¿more incision¿ required to retrieve tip.

Manufacturer narrative:
Examination of the returned used device, item ts8850 found tendon stripper tip broken off from the shaft. The broken tip was not returned for evaluation. The root cause cannot be determined, however, based upon evaluation, photo and an adverse event review meeting, the likely cause of this event was excessive force. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame 372 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that the device, ts8850, concept grafix tendon stripper, 7.0 mm, was being used during an acl procedure on (B)(6) 2024 when it was reported, ¿the tip of this ts8850 was broken during graft cutting.¿. Further reporting states, ¿more incision to take out the broken tip.¿ the procedure was completed with another tendon stripper. More incision was required to remove the tip. There was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of ¿more incision¿ required to retrieve tip.